Manufacturer narrative:
This event was reported previously on USA report number 2112667-2020-01303. Therefore, this record is a duplicate report and should be invalidated. H3 other text : this event was reported previously on USA report number 2112667-2020-01303. Therefore, this record is a duplicate report and should be invalidated.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The caster was replaced to resolve the reported issue. No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported that the caster detached from the base which could cause the unit to tip or fall. There was no report of patient involvement.